Event description:
Using the dreamstation 2 while sleeping and the smell of smoke was noted. Cleaned hose and mask with no change to smell. Notice water tank was empty and added water. Smell lessened. CPAP had the same issue 3 or 4 time since the first time. Stopped using machine concerned of toxic fumes.